Manufacturer narrative:
(B)(4). No complaint was received with the return of the lead. Failure event observed during analysis. Only the distal segment of the lead measuring 35.0 cm was returned. Internal insulation abrasions were noted at 8.6 cm to 9.2 cm and 9.8 cm to 11.3 cm from the distal tip. Externalized conductors due to internal insulation abrasion was noted at 8.2-10.5cm from the distal tip. The etfe coating was intact at these locations. Other damages on this piece were consistent with those occurring at time of explant.

Event description:
This report is to advise of an event observed during analysis.